Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: d11. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision depuy synthese of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Initial reporter occupation: lawyer. Patient code: no code available ((B)(4)) used to capture the surgical intervention and medical device removal if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 16 september 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total right knee arthroplasty due to severe end-stage osteoarthritis. It was noted the patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system. Competitor¿s cement was utilized in the procedure. On (B)(6) 2016, the patient underwent a right knee revision due to loosening of the tibial component, arthrofibrosis, and pain. The surgeon indicated the tibial component loose at the implant /cement interface. He had no complaints against the femur, but it was revised to match the tibial component. He noted the patella was more than adequate and did not revise. The surgeon reported no intraoperative complications. Depuy components were implanted in the revision. Competitor cement was implanted in the procedure. Doi: (B)(6) 2015 dor: (B)(6) 2016 (rt knee).